Manufacturer narrative:
Sientra complaint (B)(4). Medical device report in response to MDR report#: mw115483. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
On (B)(6) 2023 patient called and sounded upset and was crying. Stated "I think this guy broke my implant due to rough sex, even when I told him to stop, what do I do, what do I do? " patient stated this happened yesterday and the implant is noticeably flatter on the left side and having some pain and discomfort. Advised patient to seek medical attention through an ER if needed for care and a diagnostic exam if indicated. Informed patient to contact her surgeon if possible for an examination. Patient then stated she had been in contact with the hcp and they referred her to clinic for an exam tomorrow ( 3/14/23 ) as dr. Mushin is out of town at the moment. Encouraged the patient to keep the appointment or go to the ER to seek medical attention. Patient calmed down and said she would and inquired on the warranty for a rupture. Informed the warranty would not cover if deemed to be due to trauma. Patient then stated it couldn't have been that if it was just squeezing's. Informed patient I could not elaborate and diagnostic reports would have to be submitted by her hcp for review and possible warranty coverage. Patient stated it may not be a rupture but may be mispositioned. Again patient encouraged to keep the appointment next day. Informed patient if her hcp is not available she can locate board certified surgeons on the sientra web-site. Patient stated she will reach out again to dr. Mushin's office to see when she can be seen or may seek a new hcp. Informed patient to contact the warranty dept. For any questions and will also follow up with her. On (B)(6) 2023 received medwatch #: mw115483 stating " I got breast implants (sientra round silicone) and these are toxic to your body. I immediately started having weird symptoms and went from 109 to 122 pounds in less than a month. I am trying to get these taken out of my body but cannot afford it. None before breast implants. One month after and I now have been diagnosed with multiple issues such as very low blood pressure to point of passing out, over 15 pound weight gain and cannot lose any weight used to be 109 pounds, inflammation all over, skin changes. I will be requesting my implants when I get them taken out so sientra cannot hide what's actually in these toxic bags. Breast implants, worst decision of my life. Do more research on how sientra needs to stop putting toxic bags in women's bodies. I was perfectly healthy before and have documentation to prove it."